Event description:
Service was requested on this device based on a report that it would not complete it's programmed infusion and entered the down-ramp stage of the infusion earlier than expected. The device was infusing tpn and the pt missed most of their dose as a result of this situation. No pt injury or medical intervention was reported to have occurred. The facility's rep was unable to provide details regarding the exact programming of the device or the pt's demographics.